Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements above 3000 ohms on the right ventricular (rv) lead channel. Technical services (ts) was consulted, and upon review it was also noted that there were stored signal artifact monitor (sam) episodes from minute ventilation (mv) signal oversensing, as well as noted loss of capture (loc) and noise oversensing which led to pacing inhibition and an intrinsic rhythm of 50 beats per minute. Ts suspects lead integrity being the cause of the observations. No additional adverse patient effects were reported. This system remains in service. Additional information was received indicating that during in office testing, this system continued to exhibit the previous observations, and also high capture thresholds with muscle stimulation during the right ventricular automatic threshold (rvat) test. Ts advised on performing x-ray examination. No additional adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements above 3000 ohms on the right ventricular (rv) lead channel. Technical services (ts) was consulted, and upon review it was also noted that there were stored signal artifact monitor (sam) episodes from minute ventilation (mv) signal oversensing, as well as noted loss of capture (loc) and noise oversensing which led to pacing inhibition and an intrinsic rhythm of 50 beats per minute. Ts suspects lead integrity being the cause of the observations. No additional adverse patient effects were reported. This system remains in service.